Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load insulin into a cartridge. The cartridge and syringe/needle were changed. Tandem technical support assisted the customer with successfully filling the cartridge. Blood glucose was not impacted.